Event description:
Baxter (B)(4) received a report that an infusor leaked during filling. The device was being filled with a solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is not available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s the device is not available for evaluation. Should the device and/or any additional information become available; a follow-up report will be submitted..

Manufacturer narrative:
(B)(4). Per the customer, the lot number is unknown. Therefore, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.